Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false positive test result with ih-card abo/d(dvi-)+rev a1,b when used on ih-1000. The anti-a well yielded an 1+ test result but the patient is supposedly an o positive patient. The instrument called the test result "abo not interpretable" and no false test result was released. Investigation and testing of this complaint in our quality control laboratory is still ongoing.

Event description:
The customer reported a false positive result of one patient sample with the anti-a of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that the software interpretation was 1+ positive, but the images were clearly negative. Due to the discrepancy between forward and reverse typing the ih-1000 stated, "abo not interpretable" and no incorrect result was released. The customer did neither return the supposedly defective product for investigational testing nor the patient sample that had caused the false positive result. Therefore our quality control laboratory checked their retention sample visually and all acceptance criteria were met. The specifications were: · visible supernatant · homogeneous gel · intact sealing · no splashes in the reaction chamber furthermore, several cards of the retention sample of the supposedly defective product ih-card abo/d(dvi-)+rev a1, b were tested on ih-1000 with a focus on a antigen negative donor samples. No false positive reactions were observed. The results of forward and reverse typing were specific and concordant. The customer provided a result image that confirmed the false positive result. But due the poor quality of the image the cause of the false positive reactions was not identifiable. No data files were provided. Due to the poor quality of the image and the lack of the instrument files the false positive result can have several causes, e.g., dust in the well. Therefore, the complaint was classified as undetermined. The testing of our quality control laboratory confirmed the allegedly defective product ih-card abo/d(dvi-)+rev.a1, b lot 8013040 functions correctly. As we did not receive the affected patient material and the trace files, further investigations could not be done. .a review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.